Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter after insertion in the operating theatre, it was found that the catheter fell out spontaneously when checked post-operatively. Balloon damage could not be confirmed. No abnormalities were found in other areas. The inlet tube was cut and the bag was discarded. The event occurred after 3 hours of placement and there was no balloon rupture or tear. Water leakage was unknown and none of the materials possible came into contact with the catheter. The patient's urine stone was none.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. Both photo samples showcase an overview of a 3-way temp sensing catheter with cut portion of inlet tubing. Received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing without original packaging. Visual inspection noted no obvious observations. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. Root cause core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly. A DHR review is not required. Labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter after insertion in the operating theatre, it was found that the catheter fell out spontaneously when checked post-operatively. Balloon damage could not be confirmed. No abnormalities were found in other areas. The inlet tube was cut and the bag was discarded. The event occurred after 3 hours of placement and there was no balloon rupture or tear. Water leakage was unknown and none of the materials possible came into contact with the catheter. The patient's urine stone was none.